Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the unit was randomly displaying b30 error in multiple rooms. The customer did not believe that the issue was scope related since multiple scopes were attempted. Tac instructed the customer to remove the maj-1933 from both the processor and light source to try reseating. Afterwards, tac asked the customer to test a scope with the unit and the issue was resolved. The customer will continue to monitor the situation. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is displaying b30 error at random intervals. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was checked that b30 error occurred with more than one scope and that b30 occurred after attaching maj-1933 when the service department confirmed that the scope functioned correctly. Therefore, it is likely that the b30 error temporarily occurred when the device was connected to the electric contact point on the processor side with dust and/or cerumen. If the control communication between the scope and the processor is unstable, a scope communication error (b30) occurs. The following verbiage is identified within the instruction manual, which may have prevented the phenomenon: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance of this device.